Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2005. According to the complainant, the patient experienced bowel problems, infections, mesh erosion, pain, pain with sexual intercourse known as dyspareunia, urinary problems and vaginal scarring/shrinkage some time after implant. The physician's office was called; per the physician's nurse, signed consent from the patient would be required to release any information. Therefore no further information, including the patient's current condition, is currently available.